Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device runs intermittently, stopped running during surgery, and barely turns was confirmed. The condition that the device was hot to touch was not confirmed. An assessment was performed on the device which found that the device failed the check off/oscillation/on switch mode function, the device will not run. During repair it was observed that the motor was worn out and the electronic control unit (ecu) contacts and bearings have corrosion on them. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) on a canine it was observed that the small battery drive device stopped running, became very hot to the touch and was barely turning. It was reported there was no spare device available so the surgery had to be re-scheduled. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly